Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the biometric identification had malfunctioned. A field service engineer effectively reconnected the cables and restarted the biometric identification system to address the problem. The system functioned as intended after the field service engineer had troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, the biometric identification reader on the edab device was inoperative. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.